Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced and inflated several times. However, the balloon ruptured and it was noted that the balloon indentation in the lesion was not sufficient. The procedure was completed with a different device. No patient complications nor injuries reported.